Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user training on a new ilet pump was unable to select ¿yes¿ during the fill-tubing step when drops were observed, could only select ¿no,¿ and then became stuck at approximately 165 units without the ability to proceed or exit, leading to a replacement pump being shipped. Symptoms included no reported adverse health effects. Outcomes included the user receiving a replacement device and returning the original. Investigation included troubleshooting guidance to remove the cartridge and attempt a restart, as well as logistical review of replacement and return. Investigation of this case revealed a device user interface or screen responsiveness issue during priming that prevented progression through the fill sequence. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to user interface control during the priming process.